Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Cosmetic damage was confirmed at cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the battery side of the pump, starting on the clip rail and described as larger than a hairline and experienced hyperglcyemia. The event involved product(s)mmt-1884,unk_reservoir,mmt-7040a,mmt-399a. The customer reported blood glucose value of 350 mg/dl. The customer noticed the crack and reported that the damage is affecting pump functionality. The customer was advised to disconnect from the pump, discontinue use, and revert to a backup plan as per healthcare provider (hcp) instructions. Instructions were provided on how to put the pump in storage mode, but the customer was unable to complete this step. The customer declined further troubleshooting. No further patient complications were reported . Mmt-1884 was expected to return. Unk_reservoir,mmt-7040a,mmt-399a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.